Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported that blood backed up into the tubing set; subsequently, the PICC line became "sluggish". The plumset was connected to a 1.2 micron filter, and an unspecified bifurcated extension set was connected to the filter. The tubing sets were being used to deliver tpn and lipids at a rate of 1ml/hr or 2ml/hr. After an unspecified length of time in use, blood backed up into the tubing set and the PICC line reportedly, "got sluggish, so they decided to change the PICC line". The customer contact indicated that the event may be related to the filter or "could be the filter and the tubing". There was no reported adverse patient sequelae. Though requested, no additional information was provided.